Event description:
During the treatment of the lad a perforation was noticed from a subbranch of the diagonal vessel. Thus, the pk papyrus stent system was chosen to treat it. Eventually it was difficult to deliver the stent despite using a guideliner. The pk papyrus stent system was removed from the patients body and it was noticed that the stent has been dislodged from the balloon. Unfortunately, the dislodged balloon could not be located anymore.

Manufacturer narrative:
Correction to event description. Last line should read: unfortunately, the dislodged stent could not be located anymore.

Manufacturer narrative:
Correction to event description. Last line should read: unfortunately, the dislodged stent could not be located anymore. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form and cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as a device related and as a procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.